Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began around 10:00pm on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She reported, also at 10:00pm on (B)(6) 2015, as a result of the error message she obtained, she decreased her dose of novolog insulin to 1 unit. Also around 10:00pm on (B)(6) 2015, the patient alleged that she developed symptoms of ¿dizzy, sick and nausea¿. She denied receiving any treatment for her symptoms. During troubleshooting the cca noted that the meter was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive treatment or medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.